Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade unknown, and "may have recalled implants".

Event description:
Healthcare professional reported right side "breast shape change", capsular contracture baker grade unknown, and "may have recalled implants". Physician later provided baker grade iii. Device remains implanted. Manufacturer of device is unknown.